Event description:
The pt ((B)(6)) received the scs lead on (B)(6) 2011. It was reported the pt fell in (B)(6) 2011 and since that time has experienced a change in stimulation. Intraoperative testing revealed invalid impedances. The lead was removed and replaced on (B)(6) 2012. Once explanted, a break in the old lead was observed. The new lead resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.